Event description:
On february 19, 1998, nellcor puritan bennett rec'd a call from a facility with svc tech. The svc tech called to report the following problem: alarms do not sound/no audible alarms.